Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-feb-2019 with the following findings: a review of the pump black box showed multiple unexplained pump reboots. A visual inspection of the pump revealed the battery compartment was cracked at the threads. The returned battery cap¿s threads were stripped. The cap was unable to fit to maintain electrical connection. The battery cap contact height and width measurements were found to be within specification. There was evidence of moisture corrosion observed in the battery canister. A leak test was performed revealing a battery compartment leak. A test battery cap was used during testing. The pump powered on with the test cap; the ez-prime steps were performed correctly and no further power interruption occurred during the investigation. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.